Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer software was unable to be updated. The software was reconfigured, reloaded, and updated. It was noted that the programmer failed finger touch test after updating to newest version and electromagnetic interference repair was performed. It was further noted that the system fan was noisy; power cord bay was damaged and left overlay latch hasp was broken which were all replaced. The programmer then passed final functional and system tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer software was unable to be updated via the update universal serial bus (usb) device. The programmer was returned for evaluation and subsequently tested out-of-specification during manufacturer's analysis. There was no patient involvement.